Manufacturer narrative:
Event date is estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called to report their system controller feeling warm. No alarms were reported. Vc team told the patient that some heating of the system controller is to be expected.

Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is 00813024013297. Main investigation conclusion: the reported event of a warm controller was not confirmed. A review of the downloaded log file spanned approximately 12 days (17jun2021¿29jun2021, per time stamp). Throughout the log file, the controller did not exceed the maximum temperature per the design input requirement of the heartmate3 controller. There were no other notable alarms in the log file up until the driveline was disconnected on 21jun2021 at 09:16 for a controller exchange. The heartmate3 system controller (B)(6), was subsequently returned for the evaluation of a separate event (reference MFR # 2916596-2021-03541). The provided information indicated that the patient was informed that a warm controller was a normal occurrence, and was advised to ensure the controller was not in skin contact and to not to keep the controller under blankets. No additional documents or pictures were provided. Multiple attempts have been made to obtain additional information regarding this event but it has not been provided at this time. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate3 patient handbook, rev c, section 2, ¿how your heart pump works¿ warns that the system controller may reach a maximum temperature of 124°f (51°c) if the controller is covered by the body or insulating material, such as a blanket and the internal battery is charging. The heartmate3 instructions for use, rev c section 2 ¿system operations¿ and the heartmate3 patient handbook, rev c, section 2, ¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). The heartmate3 instructions for use, rev c, section 3 ¿powering the system¿ lists acceptable temperature ranges for all equipment, including the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.